Event description:
It was reported that during a supply change the ilet displayed repeated ¿unable to proceed¿ alerts after a restart and dry run, with the mother noting unusual rewinding sounds, consistent with a mechanical problem and a consecutive stalled motor alarm. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.